Event description:
Customer reported that the insulin pump alarmed motor error. Customer stated that the alarm has occurred six times in the last couple of weeks. Most of them have been during insulin bolus deliveries; the first one she thinks it was during prime. Customer also stated that has receives two no delivery alarms. Customer does not recall any significant events leading to the alarms. Customer does use the sensor feature and is able to rewind the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.